Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis with a worn lens. During analysis, the customer's reported problem regarding downstream occlusion (dso) alarm was unable to be duplicated although the event log verified that the event occurred (8 no disposable & 20 high pressure alarms recorded). Sensor testing found the dso sensor value within manufacturing specification. The customer's perception was observed in the event log, but measurement of the sensors found them to be within specification. However, service will replace the dso as a preventive maintenance due to multiple high-pressure alarms recorded. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited occlusion alarm. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.